Event description:
66-year-old female with past cancer hx but in remission. No meds contra indicating implant placement. Had a single anthogyr delayed implant placed in the ll6 site with no threads exposed, but with need for horizontal bone augmentation. This was undertaken with puros allograft particles and the 25x 30 mm ossix plus membrane stabilized with periosteal sling sutures. The implant and graft were buried and the closure achieved by primary stability. The 2-week stitch removal was uneventful and the patient had no pain at any stages. At the 3-month exposure appointment, the site had a sinus tract with pus discharge and the bone graft and implant were completely compromised. There was soft tissue instead of new bone and when this was removed , buccal and vertical bone loss was evident; doctor explanted the implant.